Event description:
It was reported that during a coronary procedure, while crossing a side branch of a previously placed stent, the tip of the wire became caught and fractured. The tip of the wire remains in the pt. Pt status is listed as "okay".